Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm due to j6 connector resistance issue. No battery alert noted during testing.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. Customer¿s blood glucose level was 267 mg/dl. Customer stated that they able to rewind the insulin pump and successfully clear the alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.